Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, the suspect device has not been received by carefusion. (B)(4).

Event description:
The customer reported that while using the 3100a ventilator, the ventilator stopped running while on a patient. The ventilator was swapped out and replaced with another ventilator and there was no patient injury reported.

Manufacturer narrative:
Results of investigation: a carefusion field service engineer (fsr) evaluated the device on site and could not duplicate the reported issue. The fsr replaced the power driver module as a suspected component and tested the device, returning it operational to service specifications. Carefusion¿s failure analysis lab received the suspect power driver module but it was received damaged. Cables were missing and connector pins were bent. The damage was fixed in order to allow testing of the component. The suspected component was tested through 7 hours of operation at standard settings along with heat gun testing but the reported issue could not be duplicated. No failure was detected with the suspect component.